Manufacturer narrative:
Additional information received on may 22, 2024 indicated that the MRI examination confirmed the left sided intracapsular rupture, and fat cyst, and right sided fat necrosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 16, 2024 indicated that the patient underwent excision of the left side cyst, replacement with sn: (B)(6), right breast reduction wise pattern with central mound pedicle was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 18, 2024 indicated that the patient ethnicity is caucasian, the MRI confirmed the issue. Patient age at the time of event was 75 years old, patient was replaced with mentor silicone implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on may 17, 2024. Device evaluation completed on may 17, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 750cc breast implant was found to be ruptured and received in four parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on may-28-2024 per 100553403 and 100553401 with the available information about the reportable event. Please update coding: please void (B)(6), the patient implanted with the left -side implant only per fw cb-1568878.fax message received on 0522 1130 from csid wvu medicine to 8662164111 12 pages 7423386a001. The clinician assessment has been performed per this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, and breast cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel, 750cc silicone prosthesis experienced left sided symptomatic rupture, and breast cyst post procedure. The mammogram examination confirmed the cyst. As a result, patient scheduled for replacement with unspecified prosthesis on (B)(6)2024.